Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok keypad button has been intermittently unresponsive for the past few weeks. He noted that the keypad buttons feel soft. The pt confirmed that the keypad is intact; denied exposing the pump to water; and stated that he wears the pump in his pants pocket or clipped to his waist.